Event description:
Ambulance personnel were attending to a pt, condition unknown. The pacer was set up and connected to the pt in the event external pacing was required, however allegedly the device continued to disaply "leads off". The operator could not discern a reason for the alarm. It was finally determined the pt did not require pacing. The reporter confirmed there were no adverse affects to the pt as a result of the alleged malfunction.